Event description:
Voluntary medwatch form was received via email to corporate product surveillance on (B)(4) 2012. Customer reported three separate events occurred while using three separate baxter ipump pain pumps. The pumps were set to the hospital defaults but while in use, then reverted to factory defaults instead of reverting to mercy hospital defaults. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). This ipump was not received by baxter for evaluation, and therefore the reported condition could not be confirmed or reproduced. No root cause could be determined. No repairs were made to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted. - attachment: (B)(4).